Event description:
On (B)(6) 2011, a male pt was implanted with a gore propaten vascular graft in a carotid bypass procedure. It was reported to gore that later that day, the pt had a stroke. A declot procedure was performed and the surgeon observed an "oatmeal, mush, whitish grey material" lining the lumen of the graft. The gore propaten vascular graft was explanted and sent to the hosp histology lab. A bypass procedure was performed with vein graft. Dextran and argatroban were administered. The pt was reported to be doing fine. Gore is attempting to obtain histology slides from the hosp histology lab.

Manufacturer narrative:
Attempting to obtain histology slides from hosp histology lab. A review of the mfg paperwork is currently in process.